Event description:
Had vaginal mesh procedure in 2005. In 2010 began to experience difficulties arising from the mesh implant. Bladder has prolapsed and I have experienced swelling in the abdomen and pain as well. Rec'd at (B)(6) hospital, (B)(6) in 2005.